Event description:
Customer reported when the nurse call cable is connected to the alarm, the alarm does not sound at the nurse call station. Customer reported he is using the posey nurse call cables. Customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Result - eval of the returned unit confirmed that the nurse call signal is not being sent to the nurse call station. Nurse call light did not come on at the nurse call test fixture at all. Used a working nurse call test fixture and nurse call cable. Something loose is heard rattling inside the case. When nurse call cable is connected to nurse call receptacle it sits loose but will remain in the receptacle. Note: instructions for use state: the posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).